Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that their aligner has cut the right side of their tongue a few times. Provided fit tips to patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.